Manufacturer narrative:
H11 through follow up communication with the customer, it was learned that the root cause of the event was the deterioration of the hospital hose, which is manufactured externally. There was no livanova product involvement. Based on this new information, the reportability of the case was re-evaluated and classified as non-reportable.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 the possible involved items are two: item: 25-40-45 electronic gas blender 10 l/min; sn: (B)(6); UDI is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code; item: 25-40-45 electronic gas blender 10 l/min; sn: (B)(6); UDI: (B)(4); h.4 the possible involved items are two: item: 25-40-45 electronic gas blender 10 l/min; sn: (B)(6); mfg on 25/oct/2013. Item: 25-40-45 electronic gas blender 10 l/min; sn: (B)(6); mfg on 30/sep/2019. H11: livanova deutschland manufactures the egb. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a leak from the electronic gas blender (egb) hose. The only symptom is air (yellow), but it seems the oxygen hose may also be deteriorating. There is no report of any patient injury.